Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a graft harvest the blade oscillation unexpectedly slowed down causing a delay for more than 30 minutes, the harvested graft was not usable and an additional graft was required. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On december 22, 2017, it was reported that during a graft harvest the blade oscillation unexpectedly slowed down ruining the harvest. On february 2, 2018, it was clarified that the event was not identified after a purchase of a new device. An additional graft was required. The blade was properly placed and the dermacarrier was at room temperature when used. Another device was used to complete the surgery with about a 30 minute delay. The surgical technique was used on the product. The customer returned an electric dermatome device, (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the unit failed under pressure during use and the power cord assembly, power switch, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2018 revealed that the motor was running slow and erratically. It was also noted that the calibration was out of specification. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on january 29, 2018 which included replacement of the power cord assembly, power switch, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device¿s motor was running erratically and slow. The root cause of the blade oscillation slowing down was due to the erratic motor. The issue was resolved with the replaced power cord assembly, power switch, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.